Event description:
It was reported that the patients ipg was no longer providing adequate pain relief and had to be charged multiple times for longer periods. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. The patient was doing well postoperatively. The explanted device was not returned.

Manufacturer narrative:
Exact date unknown, event occurred a couple of months from the date the manufacturer became aware.